Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called to report that she was hospitalized twice in ten days for low blood glucose. Troubleshooting was performed and the insulin pump programming was correct. The displacement was performed and the insulin pump passed the test. The reported blood glucose reading was 84 mg/dl during the phone call.